Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) produced a gas loss alarm. No adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and verified helium leak on the console. The stm replaced the helium reservoir fill assembly; ran and passed all performance and function tests. The iabp was returned to the customer and cleared for clinical use.

Event description:
The customer reported that during patient use, the (B)(4) intra-aortic balloon pump (iabp) produced a gas loss alarm. No adverse event was reported.